Event description:
The device broke at the distal end as the lesion was being accessed. The anatomy was reported to be tortuous. The entire device was removed with the microcatheter as one unit. There was no clinical consequence to the patient.

Event description:
The device broke at the distal end as the lesion was being accessed. The anatomy was reported to be tortuous. The entire device was removed with the microcatheter as one unit. There was no clinical consequence to the patient.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. Analysis of the device confirmed that the device had broken, it fractured approximately 58cm from the proximal end and was kinked 15.5cm from the fracture site. The distal portion of the device, from the fracture site, was 147cm and was noted to be kinked at several locations along its length. Scanning electron microscopy (sem) of the fracture surfaces found that the outer hypotube exhibited evidence of compression and tension, elongated dimples in a tear that is indicative of a bending action having been applied. The inner core wire exhibited elongation along with equiaxed ductile ruptures that are typical of a material under tension. No material anomalies were noted. Based on the sem findings, the outer hypotube fractures as a result of a bending overload and the inner core wire fractured primarily from a tensile overload. Based on the investigation and information provided it was concluded that the reported event was most likely due to operational context.